Event description:
(B)(6) in tech states the provider has a concentrator and the alarm is not working, provider did not have a serial number just a model perfecto. Provider has already replaced the alarm and (B)(6) advised to check the on/off switch and the pc board. Provider disconnected. The caller has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.